Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to implant the subcutaneous implantable cardioverter defibrillator (s-ICD) showed 96 percent battery remaining. Boston scientific technical services (ts) was consulted and discussed that if there were no codes upon interrogation and battery status was greater than or equal to 92 percent, once the electrode was connected the actual date of implant would be registered and the battery status would recover. It was noted the s-ICD had been taken out of shelf mode. Approximately one month later the field representative was going to use the s-ICD again and received the 96 percent battery remaining again. Since the device was taken out of shelf mode two weeks later a message appeared upon interrogation that the impedance measurements were out of range, this is normal function when there is not an electrode attached to the device. Ts again explained that the battery would recover once an electrode was attached and that the device has two years available with shelf life. Two months later the field representative opted to not implant the s-ICD due to the continued pre implant battery status. The s-ICD was never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory noted no resets or other issues. The remaining battery life was 90 percent to elective replacement indicator (eri). The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Further review found the device was removed from storage mode several months earlier. The device was found to be operating normally.

Event description:
This report is being filed to submit the analysis results.